Event description:
It was reported that patient was not receiving effective therapy for the last 5 years. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.